Manufacturer narrative:
Investigation is pending.

Event description:
An email was received by the distributor from a customer in australia who had two (2) random inratio inr readings on a patient therefore a laboratory test was performed. Results are as follows: date: (B)(6) 2015, inratio inr: 4.3 left arm and 2.9 right arm, laboratory inr: 1.3. The time between testing of the inratio inrs was < 10 minutes. The laboratory sample was drawn < 10 minutes after the second inratio result. There was no reported adverse patient sequela. There was no additional information provided. (Note: the inratio2 pt/inr test strips is not available in the united states; however, this MDR filing is due to the a same or similar device being available in the united states.)

Manufacturer narrative:
Investigation/conclusion:it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed during in-house investigation for strip lot # k366051.the manufacturing records for the lot were reviewed and the lot met release specifications.a root cause could not be determined from the information provided by the customer.based on the information available, there is no indication of a product deficiency and no corrective action is required.